Event description:
A falsely elevated troponin I result of 0.99 ng/ml was obtained on a pt sample. The original sample was repeated and results of 0.04, and 0.04 ng/ml were obtained. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carryover from the r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry over from the r1 drain. The malfunction was resolved after the customer performed maintenance with guidance from a dade behring technical assistance rep. The instrument is operating within specifications.